Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2021-05740. It was reported during an ipg pocket revision surgery on (B)(6) 2021 (manufacturer report number 3006705815-2021-01280) there were high impedances on one lead. Surgical intervention took place wherein the lead was explanted and replaced on (B)(6) 2021. Note: it is unknown which lead is liable as such both leads are being reported.